Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalisation and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported by a diabetes specialist nurse that the patient had been hospitalised with diabetic ketoacidosis. The patient was in the intensive care unit. The patient's personal diabetes manager had been put into a washing machine by error causing the screen to not turn on. No further information was provided.